Event description:
It was reported that the helix on the lead extended prior to implant. But when it was placed in the right ventricle, it failed to extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. In addition, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The helis cannot extend and retract due to distal conductor distortion within the connector.